Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt said that the sound she could hear had intermittencies. The speech processor was changed. One week later she attended the clinic as she had no access to sound. Testing confirmed that the device has malfunctioned.